Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a unresponsive blue button above the setup key on the keypad. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to unresponsive button on keypad. The reported symptom was verified and found to be caused by a failed input/ output (I/o) board. The input/ output (I/o) board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.